Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic endotak transvenous defibrillation lead were oversensing resulting in inappropriate shocks.